Event description:
The customer reported 12 lead not working. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). A third party field service engineer evaluated the device and no trouble was found. The device passed all performance assurance testing and was returned to use. Philips is unable to confirm the reported problem. As of (B)(6) 2011 the customer has not reported any further trouble with this device.